Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to discontinue use of the device. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).